Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 495 mcg/day) via an implanted pump. The patient¿s medical history was cp (cerebral palsy). The indication for pump use was intractable spasticity. It was reported that the patient was at the hospital for a routine eos (end of service) pump replacement. During the procedure, the doctor was unable to aspirate the catheter. The hcp cut the catheter and was able to get good flow, so he replaced the pump segment of the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient did not demonstrate any signs or symptoms of withdrawal and stated that the pump was working well for them. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2017 explanted:(B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 04-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.